Event description:
It was reported "dr. D'attellis inflates one cuff and finds that over time the other balloon gradually inflates. Uses 100% oxygen, no nitrous oxide". No patient injury or harm reported. Patient condition reported as "fine."

Manufacturer narrative:
(B)(4). The actual sample was returned and sent to the manufacturing site for evaluation. The manufacturing site reports that a visual exam was performed and no defects were observed. Functional testing was also performed 15ml of air was let in the balloon on the yellow extrusion through the yellow pilot valve and after approximately 30 minutes the blue pilot valve and the balloon on the blue extrusion started slowly inflating. A device history record review was performed and no relevant findings were identified. The manufacturing site reports that the complaint was confirmed. The root cause is listed as supplier related. A non-conformance was opened to address this issue. Based on the lot number of this device, the product was manufactured prior to the implementation of corrective actions.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "dr. D'attellis inflates one cuff and finds that over time the other balloon gradually inflates. Uses 100% oxygen, no nitrous oxide". No patient injury or harm reported. Patient condition reported as "fine".